Event description:
The customer reported that the pump battery was depleting too fast, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support on how to put the pump into storage mode and to return the problematic pump via ups. A replacement pump was sent to the customer, and the customer acknowledged understanding the instructions provided for receiving and returning the pump.